Event description:
Clearview simplify d-dimer in vitro diagnostic test kits. Laboratory reported one pt who presented with shortness of breath, new-onset atrial fibrillation and pain in lower extremities. A sample of pt blood was collected in a sodium citrate tube and plasma obtained. The plasma sample was tested using clearview simplify d-dimer, and a negative result was obtained. The pt was then sent for venous duplex ultrasound which confirmed acute deep vein thrombosis in the right femoral vein.